Event description:
The caller reported that the patient's tracheostomy tube lasted three days after being placed and then came out. The caller did not know if the patient was reintubated. During a follow up conversation with the caller, she stated there had been no failure of the device, and it was determined the patient was the problem and that it had been resolved. The caller stated, she had no further information. There is no device to return.